Event description:
It was reported that a patient underwent a laparoscopic primary incisional abdominal hernia repair procedure on (B)(6) 2010, and mesh was placed using intraperitoneal onlay mesh technique. On (B)(6) 2010, the patient returned with pain and a second procedure was performed. The surgeon discovered that some areas of mesh fixation came loose and the mesh needed to be removed. The mesh was frayed at some of the areas where the tackers were placed. Minimum adhesions were loosened and the mesh was removed and replaced with a different kind of mesh. The patient is currently in stable condition.

Manufacturer narrative:
(B)(4): conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.